Manufacturer narrative:
Additional patient identifier: (B)(6). Patient age or date of birth and weight not available for reporting. UDI: (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Hospital contact telephone: (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review: sd980.014 - (B)(6). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 07.jul.2017. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during surgery the doctor complained that the length of the screws are unified 6mm and are for some anatomical regions oversized. Additionally, the plate has had several edges, palpable through the soft parts of the maxilla. The plate was unusable in the delivered condition. During the surgery he had to edit manually the razor-sharp edge to smooth the implant and had to remove a part of the plate. The surgery was prolonged to an unknown time. Patient outcome is okay but not as expected due to the need to modify the implant. A revision surgery is not planned. This report is for one (1) patient specific mandible plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was performed. The received information was forwarded to the responsible supplier for investigation. The device history record was reviewed for this complaint concerning unified screw lengths and sharp palpable implant edges. When reviewing the history file, the miscommunication between the clinical engineer and the surgeon became clear: the surgeon wanted the same screw set-up as in a previous case, meaning same screw placement and customized lengths. However, the cle asked for the same screw positions in the history file. Hence, no customized screws were ordered. The second issue was the lack of smoothening of the implant edges. This is a topic that needs to be addressed during a planning session. If the surgeon would have discussed wanting smooth edges, this would be included in the history file and case report. This was not the case. Action from supplier: as internal action, this topic will be discussed at the next defect awareness training in order to bring this issue to the attention of all clinical engineers. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that there was no patient harm and the outcome is good. The surgery was prolonged for about thirty (30) minutes; however the surgery was successfully completed.

Manufacturer narrative:
Device history record (DHR) review: corrected manufacturing location to (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.